Manufacturer narrative:
Product analysis: part # 436120c, lot # ca20d222 visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged and broken. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage but unable to lock into place due to the damaged teeth and damaged locking set screw. The set screw appears to have been backed out all the way. The set screw is not made to be backed out all the way. The cage teeth appear to have been stripped due to excessive force placed on the implant. The cage may have been locked in place when the adjustments were made causing damage to the teeth. H6: fdm and fdr code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during v ertebral replacement due to l3 vertebral fracture. It was reported that when the t3 was jacked up, it became hard and could not be carried up any further. The same situation was observed when it was removed from the body for confirmation. After repeating several times, it could be firmly extended, so it was jacked up again inside the body, but the same thing happened and the implant was replaced with a new one. The new implant was able to be raised smoothly and placed in the vertebral body without any problem. It can be surmised that it was a structural problem with t3. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.